Event description:
A patient underwent a port placement procedure using the m r I low profile port. After some time, on (B)(6) 2025, it was reported that the product allegedly ruptured, and the broken segment was retrieved using an interventional retrieval device. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low profile implantable port, hickman single lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low profile implantable port, hickman single lumen, 6.6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one x ray image was provided for review. The photo shows the fragment of catheter noted on the white gauze pad. The image provided shows a sheath in the superior vena cava with a snare deployed in the right atrium. There is a port catheter in the right pulmonary artery. The video shows the dynamic version of the static image with the snare in the right atrium and the port from the pulmonary artery toward the right heart. The external port has been removed. Therefore, the investigation is confirmed for the reported fracture, material separation issues and identified migration issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, patient underwent a port placement procedure using the m.r.I. Low-profile port. After some time, the product allegedly ruptured, and the broken segment was retrieved using an interventional retrieval device. The current status of the patient is unknown.